Event description:
Caller reported a cgm error 42, which was related to the g6sensor. After consulting with technical support, the caller received instructions for a complete pump reset. Following the reset, the pump did not display the cgm error code, indicating resolution of the problem. There was no adverse impact to the customer's blood glucose level. The caller's bluetooth functionality was restored after the technical assistance.